Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This event was initially reported under MFR. Report# 2017865-2018-18378. The investigation and new information received for this event will be reported under MFR. Report#. It was reported that the employee performing cardiopulmonary resuscitation and artificial respiration using a respiratory bag on a patient with implantable cardioverter defibrillator experienced tingling, pain, numbness in the fingertips. It was stated that the employee was touching the patient's chin and the plastic respiratory bag and later, blisters appeared on the employee's fingertips. However, a different employee administering CPR could feel the device delivering therapy to the patient but did not experience any tingling or burning sensation. It was discussed with technical services that icds do not generate enough heat to propagate second degree burns. No further information was available.